Event description:
According to information received from the initial reporter, the pt had their bjork-shiley convexo-concave mitral heart valve replaced due to "thrombosis of mitral prosthesis" and there was no mechanical failure.